Event description:
Customer received one patient with discrepant thyroid results. Tsh units - mu per l, free t4 unit = pmol per l, t3 units = nmol per l. Initial sample was repeated twice using two different analyzers. Initial tsh gave 0.90; repeats gave 16.3 and 13.5, initial free t4 gave greater than 100; repeats gave 16.3 and 13.5. Initial free t4 gave greater than 100; repeats gave 18.5 and 13.0. Initial t3 gave 8.1; repeats gave 4.9 and 1.0 (insufficient sample remained for further investigation). On 10/23/2008, a second sample was obtained from the same patient and tested. Repeat testing performed using different analyzer. Initial tsh gave 0.22; repeat gave 3.1. Initial free t4 gave greater than 100; repeat gave 25.5. Initial t3 gave 8.3; repeat gave 3.8. No information provided to determine if patient was adversely affected. In additional information is received, appropriate notification will be provided.